Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the right leads migrated from t7 to t5 causing uncomfortable rib stimulation. The patient underwent lead repositioning procedure. Patient was doing very well postoperatively. No product was explanted or implanted.